Manufacturer narrative:
The t:slim user guide states, "replace the cartridge every 48 hours if using humalog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 434 mg/dl and diabetic ketoacidosis. The cause for the reported issue was unknown. Reportedly, the customer was using humalog insulin, and at the time of the reported issue, the pump supplies had been in use for 5 days. Customer was treated through intravenous insulin and released from the hospital 3 days later.